Event description:
I received mentor gel silicone breast implants in (B)(4) 2004. After the surgery, I started to feel tired and experience discomfort in the breast. In 2006 I was diagnosed with hashimoto and went on levothyrox. Other symptoms developed over the years; insomnia, shortness of breath and asthma, itchy and watery eyes, numbness in breast, burning sensation around implant, pain and tingling sensation in armpit/arm/fingers, sweating, anxiety, depression, difficulty concentrating and speaking, weight gain, pain in feet and legs after sitting, premature menstruation ceasing, neck arthritis, fatigue, frequent urination, and prediabetes.